Event description:
The report received from the affiliate indicated that during an endovascular procedure, the powerflexpro 5 mm. X 4 cm. Balloon catheter (bc) became stuck on the guidewire used and was difficulty to remove/withdraw from the patient. The case was abruptly cut short. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no anomalies noted. The patient was not symptomatic as a result of the product issue. The guidewire used was kept moist during the case. There was no reported difficulty advancing the device to the target lesion. There was no reported loss of access to the target lesion. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). No target lesion characteristic information was available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an endovascular procedure, the powerflexpro 5 mm. X 4 cm. Balloon catheter (bc) became stuck on the guidewire used and was difficult to remove/withdraw from the patient. The case was abruptly cut short. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use with no anomalies noted. The patient was not symptomatic as a result of the product issue. The guidewire used was kept moist during the case. There was no reported difficulty advancing the device to the target lesion. There was no reported loss of access to the target lesion. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). No target lesion characteristic information was available. There was no report of patient injury and the device was returned for evaluation. (B)(4): one non-sterile powerflexpro 5mm4cm 135 was received coiled in a plastic bag. An unknown guide wire was received along with the device. The balloon was inflated and deflated. No other anomalies were noted along the device. The received gw .035 was introduced to the unit without difficulty at the lumen of the distal tip according. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of resistance/friction with the guidewire was not confirmed since a functional test was successfully performed. Inspections are in place to prevent damaged products from leaving the facility and the analysis and the DHR review confirmed that the product met specifications. There is nothing in the analysis or the DHR to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.